Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing did the event occur? Second. What color cartridge was being used? Blue. Was the device fired over an existing staple line? No. Was buttressing material used? No. Were any unexpected noises heard? No. Were there any issues with removing the device from the tissue? No. The analysis results found that the device was received in good visual condition and with three 6r45b cartridge reloads present. Cartridge (b, c), 6r45b, k59y8v, were received fully fired and normal lockout.cartridge (d), 6r45b, j5j832, was received unfired.the device was tested for functionality with the returned cartridge (d) and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing.the batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was received and based on the image it is believed the cause for this complication was a tissue thickness/density to staple cartridge selection mis-match.

Event description:
It was reported that during a gastric bypass, the staple line un-zipped. None of the staples formed; the staples were malformed and irregular in shape. The surgeon hand sewed to complete the case. The procedure was prolonged by one hour, thirty minutes. No patient consequences reported.